Event description:
The tip end of the catheter moved into the internal jugular vein and the vein became clotted. X-rays upon the initial catheter placement confirmed the tip of the catheter was inserted and placed properly. The exact period from the placement through the complaint incident is unknown. The patient was put under observation and treated with heparin for the blood clot at the time of reporting.

Manufacturer narrative:
The complaint is inconclusive since the product was not returned for evaluation. A chr review is not possible, as no mfg lot number has been provided by the complainant.